Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. An empty opened foil and a cannula with a pds suture piece of product code ez10, lot # ak8876 was returned for analysis. During the visual inspection of sample, the suture present marks along of the strand and the suture end was noted cut appears to be by use of a surgical instrument. The knot and loop suture were not present for evaluation and functional test cannot be performed. The product code ez10 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak8876 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2019 and suture was used. The suture broke during ligation. A like device was used to complete the procedure. There were no adverse patient consequences reported.